Event description:
Children's medical ventures (chmv) received a report from (B)(6) stating that a smartmonitor 2 professional series (ps) device was "not passing one of the sensitivity points". The smartmonitor devices was reportedly being tested at the time the alleged failure and not in patient use.

Manufacturer narrative:
(B)(4). The manufacturer has not yet received the device for evaluation. The unit will be evaluated once it has been received and a follow-up additional information report will be filed detailing the findings. PMA/510(k)# k061256.